Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was priming the infusion set tubing during the load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2014 with the following findings: there was a ¿no cartridge detected¿ alarm observed in the black box history. The alarm was duplicated during testing. The force sensor calibration and resistance readings were out of specification. The pump was opened and removed from the case and a green substance was observed on the force sensor.